Manufacturer narrative:
This is an initial report. A final report will be submitted, when the investigation is complete.

Event description:
Customer reported receiving inaccurate readings on their blood glucose monitor. Customer reported receiving a reading of 82 mg/dl compared to a lab reading of 45 mg/dl within 10 minutes. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.